Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge was "sitting loose". Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.